Event description:
During preparation for a renal artery procedure, the proximal seal of the 6f pv machi lima guide catheter was not intact. The device had no contact with the patient. The procedure was successfully completed with another 6f pv machi lima guide catheter. Patient status is reported as "fine".